Manufacturer narrative:
Customer could not provide additional information about the reported incident on pt information as this incident had happen a long time ago. No product was returned, nor was a lot number specified. Customer reported, that they were buying this product in bulk and these syringes were not a sterilized product. Product is labeled as non-sterile. Customer did state that they could not conclude that the sepsis was introduced from the syringe and that there were many other variables that could have contributed to this event. A review of customer complaint data for this product was conducted and it was determined that this issue has not been previously reported.

Event description:
On 08/27/2007, baxa was notified of a pt sepsis that may have been a result of using a non-sterile enteral syringe. Customer reported, that the pt developed a gi infection soon after using a non-sterile enteral syringe. However, they could not rule out other variables and a customer investigation was never completed. Customer could not provide further details. The customer did report that there was no long-term injury/illness as a result of this issue.